Manufacturer narrative:
One medfusion® 3500 syringe pump was received for investigation. Visual inspection revealed the device to be in good condition with no external damage. Review of the pump history log confirmed a check clutch error had occurred. The reported problem couldn't be duplicated during testing. The device passed functional and delivery tests. No root cause was determined.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch error and an occlusion error. No injury was reported.